Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, wound dehiscence, recurrence, abscess, infection, small bowel obstruction, chronic draining wound, and seroma. Post-operative patient treatment included small bowel resection, lysis of adhesions, wound/ abdominal wall debridement, repair of wound dehiscence, hernia repair with new mesh, component separation, removal of mesh, and seroma drainage.